Event description:
It was reported, the camera head had no image. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was not returned. Therefore, the reported phenomenon or condition of the device could not be confirmed. Based on the results of the investigation and since, the device was not returned for evaluation. The definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.